Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once more information becomes available.

Event description:
Philips received a report that after a recent software update the image quality of the b1000 appears much brighter than before. Customer is worried that this could lead to misinterpretation/misdiagnosis if this is not recognized. At this moment, we did not receive any specific information on the system or the customer.

Manufacturer narrative:
The reported issue was investigated by using dicom and logfile data made available by the customer. It was determined that the cause of the issue was related to the interpretation of the dicom99 export by the pacs vendor. In the software version present on this system, r11.1.01, the dicom99 export the voi lut function(0028,1056) is set to linear_exact by cp for images with a window width greater than 1, causing issues in pacs as linear_exact is interpreted incorrectly by pacs for dicom99 images. The issue has been resolved by implementing the following solution in a software service pack upgrade: voi lut function(0028,1056) = linear_exact is not applicable for dicom99 images. Hence for dicom99 remove voi lut function if linear_exact. The viewer will fall back to default value linear when voi lut function is not present. This fix was already made available through an optional software upgrade r11.1.03 which was released in q2-2024 via (B)(4). The customer was informed that this software upgrade was already available for them to be implemented. We have received confirmation from the customer that after implementation of this service pack the issue has been resolved.